Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis was not performed since the unit was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of loose power port connector may be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. However, the reported event could not be confirmed as the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that that there was a loose power port on the controller. No excessive trauma or wear on the controller was noted. No alarms were associated.  The controller was exchanged. No patient complications have been reported as a result of this event.